Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient mentioned they got a new ins "(B)(6) 2021" due to their previous ins battery and lead issues. The patient mentioned the previous ins was uncomfortable and hurting. The patient also said the manufacturer representative (rep)  could not get the therapy to the patient's feet and patient said when repositioning the ins and leads they could not "connect with the previous ins." Additional information was received from the manufacturer representative (rep). It was reported that lead impedances within normal limits on day of event. The dr. Decided to upgrade battery as it was five years old and he thought it would give her more programming options for her foot pain. Additional information received from the consumer reported that the battery site was moved because it hurt inside at the battery and they felt a shock sometimes. The patient stated the issue was not yet resolved as they were still trying to get the leads to connect with unit and to not have stimulation in their abs.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead, product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.